Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the scrub team opened up the ahto devices, they found staining and dirty tubing. Neither products were used on the patient. The case was completed successfully using a different device. There were no adverse consequences.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The tubeset packaging was visually inspected, and wear marks on the tyvek cover were noticed. The wear marks are from the metal strykeflow s/I tip rubbing against the tyvek cover during shipping. The probable root causes could be shipping damage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when the scrub team opened up the ahto devices, they found staining and dirty tubing. Neither products were used on the patient. The case was completed successfully using a different device. There were no adverse consequences.